Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Patient will be monitored.

Event description:
New information received notes that noise on the ventricular channel was observed at a recent follow-up visit. The lead was capped and replaced. Patient condition was good after the procedure.